Manufacturer narrative:
H4: the lot was manufactured november 17, 2020 to november 18, 2020. H10: the device was received for evaluation containing 189 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. The device had been filled with 5-fluourouracil and saline solution to a total fill volume of 230cc. There was no report of patient injury or medical intervention associated with this event. No additional information is available.